Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. There was no reported impact to the customer¿s blood glucose level. Customer had been using wall adapter with non-tandem charging cable. After leaving pump plugged in for 30 consecutive minutes no charging connection was recognized. Cts will replace pump. Customer will rely on multiple daily injection to ensure delivery of insulin therapy.